Manufacturer narrative:
The manufacturer previously reported incorrect information in section b1 the manufacturer previously reported in section b.1 which is correctly reported as product problem.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles from tube. The patient was suffering dizziness,nose or respiratory problem. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles from tube. The patient was suffering dizziness,nose or respiratory problem. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b5 should have reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient alleged visualization of black particles on tubing and the filter. The patient also alleges dizziness, nausea, headaches, irritation to nose and respiratory tract, hypersensitivity to light and sound. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 (health effect - clinical code) were reported incorrectly in previous report, which is now updated in this follow-up report.